Event description:
Received info that the pt was experiencing a shocking or jolting sensation in the device pocket. Surgical exploration was done of the pocket and the ins battery was replaced. Physician suspected a fluid leak at the battery extension connection. Pt is currently receiving therapeutic sensation without the feeling of shocking. He has recovered completely.

Manufacturer narrative:
(B)(4).